Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient reported her blood glucose reached between 400 mg/dl to "high" (>500 mg/dl) after the pod was activated. She gave a manual injection of insulin (exact dosage was not provided). She went to the hospital and was admitted for diabetic ketoacidosis. At the hospital they did not provide any treatment as she recently gave a manual bolus before coming to the hospital. She did not provide any further information regarding the hospitalization or her treatment.